Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message and stopped during set-up. The pump was not used for the procedure. There was no patient involvement.

Manufacturer narrative:
The serial number of the s5 mast roller pump was reported to be either (B)(4). The specific serial number for the pump which experienced the issue was requested but has not been provided to date. This information will be filed in a follow-up report if it is made available. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message and stopped during set-up. The pump was not used for the procedure. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.